Event description:
During a plasma collection procedure in an unspecified return cycle the donor valve stuck closed. The tubing between donor valve and the blood pump was distended. The donor received some hemodialyzed red cells.